Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that  they currently have novocain in the pump because they no longer need the pump. The patient stated the latest pump medication was 'lovocaine.' They had a problem with their l3, then stated 'more disc problems,' that were resolved via surgery so they no longer need the pump. They were undergoing 'so many injections' due the disc issue, so they tried the scs, but 'that didn't work so I went back to the pump and the one pump we put in is a bigger one that I had before.' An agent unable to clarify if scs was mdt or not but it does not appear to be ever registered. The patient then stated 'my pumps have lasted 4-5 years. For some reason, the batteries went out on me.' The latest pump was replaced on (B)(6) 2023. They moved less than 6 months ago and did not have new care established. An agent unable to clarify if previous medtronic representatives were made aware of patient's pump battery or scs information.   Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that they were sitting at the magnetic resonance imaging (MRI) facility awaiting MRI and stated they need their current pump information emailed to them because someone else at the MRI facility did not address the information over properly. The current pump medication was 'lovocaine.' An agent reached out the patient back due to current pump not being registered. An agent reviewed MRI compatibility guidelines for 8637 pumps. Agent contacted the prs, who was working on patient's update. An agent reviewed with patient to obtain pump s/n via hcp's clinician programmer at next refill. An agent inquired if related to mdt pump/therapy or not and the patient stated MRI was due to a car accident but did not confirm or deny either way. An agent emailed the patient latest pump information via email, and the patient confirmed they were ok with this information not being sent securely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.